Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a unconfirmed false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal swab. Repeat testing was performed and generated a positive result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This supplemental report is being submitted to retract the previous initial MDR report for a false positive obtained on saline swab. Per the package insert the ID now covid-19 is intended for the qualitative detection of nucleic acid from the sars-cov-2 viral rna in direct nasal, nasopharyngeal or throat swabs from individuals who are suspected of covid-19. Testing of saline swabs is considered off-label and is not supported for use by abbott rapid diagnostics (B)(4).the results of this test are considered to be not valid.